Manufacturer narrative:
The device has been returned and evaluated by product analysis on 13-aug-2018 with the following findings: the keypad was found to be intact; no damage was observed. All keypad buttons were found to respond appropriately during testing. The keypad cover was removed and no contamination was found under the key contacts with no defects. The pump cover was removed and no evidence of internal moisture was observed. The keypad latch was found to be fully closed and no damage to the keypad flex was observed. The complaint of a keypad response issue was not duplicated during investigation.

Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.